Event description:
On 22nd june 2022, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during implantation of a 600c iol. The event description provided states that the when the iol was injected into the eye it came out "slightly flipped" and as a result of correcting the lens orientation once the lens was in the eye the capsule tore.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens flipped during injection and that as a result of correcting the lens orientation inside the eye the capsule tore. The additional information received from the healthcare facility identifies that the lens was loaded into the injector by eye and that resistance was experienced during injection. The "directions for use" section of the IFU step 11 states ". If excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens. In the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement." No product was available for return to rayner, the device had been discarded by the healthcare facility. A review of existing vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the 600c iol batch 1218359468.